Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the device had a power on reset occur. All parameters were restored after acknowledging the error. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Reset on 2011 (B)(6) (starvation of hall sensor) likely caused by bit flip. Device restored programming from backup eeprom. No issues noted after reset.